Manufacturer narrative:
(B)(4). The original procedure was done in (B)(6) but the patient is attending a hospital in (B)(6). Message was sent to the sales team following up on the additional information and the following was provided: "unfortunately no further information has come back from the physician." If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon indicated he has a patient who is suffering from allergic symptoms and has done so since having the saphenous vein clipped in 2005 as part of a more extensive procedure. The patient initially presented some a while ago and a proportion of the clips were removed which alleviated the symptoms, although only temporarily.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon has not in any way indicated that he believes the device has not performed, he believes the patient has a hypersensitivity to a component of the clip, he does not believe the clip has been defective in anyway. Attempts have been made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.